Manufacturer narrative:
The biosense webster, inc. Product analysis received the device for evaluation on september 10, 2020. The device evaluation was completed on september 17, 2020. It was reported that a male patient underwent ischemic ventricular tachycardia (isvt) ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter. During the procedure, the physician believed there may have been a perforation after completing some ablation. After they completed a pericardial puncture and were mapping around the epicardial space, there was red fluid coming from the catheter after the first 30 mins. The medical intervention provided was a pericardiocentesis and about 600 ml of fluid was removed. The patient was reported to be in stable condition. The physician commented that the patient was doing well. There was hardly any drainage from the pericardial drain. Probable small perforation of atrium from epicardium during mapping phase. The patient¿s condition has improved. Day after the procedure the patient was still in hospital, however, has been in the hospital for a prolonged period of time due to condition. The device was visually inspected and it was found in good conditions. The magnetic, temperature features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a male patient underwent ischemic ventricular tachycardia (isvt) ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an isvt case, the physician believed there may have been a perforation after completing some ablation. Caller reported that after they completed a pericardial puncture and were mapping around the epicardial space, there was red fluid coming from the catheter after the first 30 mins. Caller reported that the medical intervention provided was a pericardiocentesis and about 600 ml of fluid was removed. The patient was reported to be in stable condition. The physician mentioned they did not know what caused the perforation. The physician commented that the patient was doing well. There was hardly any drainage from the pericardial drain. The event occurred during use of biosense webster products. The physician¿s opinion is that the cause of the event is procedure. Probable small perforation of atrium from epicardium during mapping phase. The patient¿s condition has improved. Day after the procedure the patient was still in hospital, however, has been in the hospital for a prolonged period of time due to condition. No transseptal was performed. Prior to effusion there was ablation performed. There was no evidence of steam pop. The irrigation settings were nominal. There were no error messages observed on biosense webster equipment during the procedure. All available force visualization features were used (graph, dashboard, vector, visitag). Visitag settings were 2 mm for 5 seconds; 25% for 3 gr; 2 mm tag size. No additional filters use with the visitag. Time was used as prospective color option.